Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer had a fluid leak. Customer reported that the leak was not contained within the instrument. Customer reported that the volume of the leak was 20-30 milliliters customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) was not able to find any leak within the instrument.

Manufacturer narrative:
(B)(4).